Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities was returned. Preliminary analysis revealed the device did not meet longevity predictions.